Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device with the patient circuit that was used on the patient and was not able to duplicate the reported condition. The patient was using a speaking valve and when this valve was moved to the new ventilator, the same issue occurred. The customer believes the speaking valve in the circuit is the issue and will talk to clinical to find a remedy for the inability of the ventilator to distinguish a disconnect with the current setup. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a patient was disconnected from a 980 ventilator and the ventilator did not detect the patient disconnect nor and would not go into standby mode. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.